Event description:
During a laparoscopic cholecystectomy on an extremely thin pt, the trocar didn't retract. The returned product functioned according to specifications and alleged failure could not be duplicated. This is a very rare report of this kind and will be monitored for recurrence.